Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stylus tip and cursor did not align on the screen and calibration did not resolve issue due to the overlay. Analysis also confirmed the tabs on power cord storage door were broken. Analysis could not confirm the reported printer issue; printer was able to print strip charts and reports. Analysis also found the screw insert in rear display cover was broken, upper hinge plate was broken, and a hinge plate screw was missing. Concomitant medical devices: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the stylus pen was not working/screen not calibrated even with new pen. It was also reported the printer was not consistently printing and the cord storage container was broken. The programmer was returned for repair. There was no patient involvement was indicated.